Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report.

Event description:
Obstruction to the passage at small intestine [obstruction]. Case description: spontaneous report was received on (B)(4) 2013 from a surgeon regarding (B)(6) female pt, initials (B)(6). The pt's medical history was significant for gastric cancer. She had preoperative complication of anemia. On (B)(6) 2013, the pt underwent total gastrectomy for gastric cancer and a sheet of seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed under midline incision for reducing the extent and severity of postoperative adhesions following adhesiotomy for adhesive ileus. Seprafilm was used in combination with drain anastomotic device and intravenous hyperalimentation (ivh) catheter. The lot number of seprafilm was not provided. It was provided that no infection was detected. On (B)(6) 2013 (18 days after seprafilm was placed), she developed "obstruction to the passage" at small intestine where duplicated the area of seprafilm placed. The company assessed the event was medically significant. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was mild. The reporting surgeon assessed the relationship between seprafilm and the event as possible.